Event description:
Information received indicates the head section function of the bed drifts down.

Manufacturer narrative:
The hill-rom technician replaced the head drive brake assembly to repair the bed.